Manufacturer narrative:
Logs received. Several alarms was triggered several times: alarm 224 (mismatch between delivered and measured fio2), alarm 151 (o2 concentration low). It shows that there is no signs of 02 dosing issue. Customer confirmed that the device is still equipped with the original o2 sensor installed. Machine was produced on (B)(6) 2017. New sensor was shipped to the customer to resolve the issue.

Event description:
The customer reported while using bellavista 1000e, the alarm 151 (o2 concentration low) triggered during use to a patient . They tried to calibrate the o2 sensor without success. They switched to a hamilton mr 1 and restarted the device and connected it again to the patient. There is no patient harm or injury associated with the event.